Event description:
It was reported that during a follow-up the measurements showed a drop in r-waves and an increase for pacing thresholds. X-ray examination confirmed a ventricular perforation.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd. H.3. Evaluation summary: analysis found the lead to exhibit normal electrical characteristics. Mechanical and visual analysis found dried body fluid/tissue on the distal coil, preventing extension of the helix. The ensuring resistance may have resulted in an over-torque condition. Once the helix was cleaned, it was tested and found to function normally. No other abnormalities were noted aside from the physical damage possibly sustained during the surgical procedure.